Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine (concentration ¿2% in 20ml in ns¿; dose 3.8mg/day) via an implantable infusion pump. Indication for use was non-malignant pain and rsd/causalgia-complex regional pain syndrome. Since pump replacement on (B)(6) 2015, the patient had a persistent seroma. The patient stated ¿it¿s really bad that it¿s poking my pump out.¿ the patient talked with her surgeon in (B)(6) 2015 who performed an ultrasound and told the patient ¿yeah there¿s a small seroma there.¿ the patient¿s doctor believed the seroma was behind the pump which would not show up on the ultrasound. The patient wondered if the seroma would cause breakdown on the tissue and stitches. The patient did not think the surgeon understood the seriousness of the seroma. No interventions were reported. The patient was to speak with the healthcare provider (hcp) and was to see the surgeon again on (B)(6) 2015. Information was received from a patient who was receiving clonidine by mouth and bupivacaine (concentration 3.8 mg/ml, dose 3.8 mg/day) via an implantable pump for non-malignant pain and rsd (reflex sympathetic dystrophy)/causalgia-complex regional pain syn. Since (B)(6) 2015 when the pump was replaced, the patient had been having issues with a persistent seroma; there was no infection, just a seroma that was drained every month. The surgeon thought that patients body was reacting to the decron pouch. The patient wanted to know if during replacement the surgeon just opens the pouch up and replaces the pump instead of removing the decron pouch, it was reviewed that typically the pouch is left in as it heals/scars in place. No further complications were anticipated/reported. Additional information was received from the patient on (B)(6) 2018. It was reported that the patient has a seroma on the top of the pump since implant and has had it drained monthly and tested and it is always negative (for infection). She has also tried the abdominal binding and compression. The seroma makes filling the pump a little bit of a problem. She has to wear a pressure bandage after refills. In (B)(6) 2018, the doctor told the patient before he retired that he consulted with specialists and they have decided to stop draining the seroma. She hasn't noticed any changes to the seroma as a result of discontinuing the monthly draining. The patient thinks it could be due to the dacron pouch she received in 2004. The healthcare professional (hcp) suggested the pump be moved to other side. There were no further complications reported/anticipated. Additional information was received from the hcp on (B)(6) 2018. It was reported that the pump was removed and it was replaced with one of another manufacturer. There were no further complications reported/anticipated.